Manufacturer narrative:
The reason for this compliant was to report snapped drill bits when the surgeon was drilling into the cup for screws. This event occurred during surgery near the patient. There was another suitable device available, the incident did not cause a delay in surgery, surgery was completed as intended, there was no risk or adverse event reported and the instrument was inspected prior to surgery and was found to be acceptable. The device was disposed of at hospital and not made available to djo surgical for examination. The drill bit was lost/discarded, therefore the reported problem could not be confirmed. The reported condition could possibly be a result of heavy use or misuse and care must be taken to avoid compromising their performance. Refer to the instrument IFU. The lot number was not reported; therefore, this instrument could not be linked to a specific device history record (DHR) and the actual date of manufacture cannot be determined with confidence. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. The root cause of the complaint was the event attributable to damage incurred through misuse or rough handling which surgical instruments are subjected to. This is not an event associated with a product failure, malfunction or issue. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.

Event description:
Instrument failure - during surgery both drill bits snapped when the surgeon was drilling into the cup for screws.